Event description:
It was reported that a remote transmission showed the patient's pulse generator was over-sensing noise due to electromagnetic interference (emi), which resulted in dizziness to the patient and false high ventricular rate (hvr) episode. No intervention has been performed. The patient was in stable condition.